Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
A nurse called for the customer to report a hospitalization for low blood glucose levels. The customer's blood glucose level was 30 mg/dl at the time of admission. The customer's blood glucose level at the time of call was 187 mg/dl. The customer treated with glucose tablets. The customer stated that the insulin pump was exposed to a magnetic field. The customer performed the displacement test and it passed. The customer was advised to monitor the device and call back if issues persisted. Nothing was replaced or returned.